Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on (B)(4) 2016 for investigation. Investigation results as follows: device history record (DHR) was reviewed and no previous related complaints were reported for this autopulse platform (s/n (B)(4)). A visual inspection of the returned autopulse platform was performed and found no physical damage on the platform. A review of the archive was performed which showed multiple user advisor (ua) 18 (max take-up revolution exceeded) and 19 (max applied load exceeded) observed on (B)(4) 2016 respectively, thus confirming the reported problem. During functional testing, the platform was run with the lrtf (large resuscitation test fixture) for 10 minutes with no issues. The fault was unable to be duplicated. No other issues observed during functional testing. The platform passed final functional test.

Event description:
It was reported that during a shift check, the autopulse platform (s/n (B)(4)) displayed a user advisory (18) (max take-up revolution exceeded) and ua 19 (max applied load exceeded) error messages after powering on the device. The errors could not be cleared. No patient involved with this event. No additional information provided.